Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and mildly tortuous left anterior descending artery (lad). A 38 x 3.00 promus premier select stent was successfully deployed in the lad. After performing post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 20 x 3.50 promus premier select stent was deployed proximal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable.